Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the bent foot end was due to excessive lateral force or rocking while attempting to cut a bone flap. The assignable root cause was determined to be due to user error, misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the craniotome device, motor device and the attachment device were broken when used together. The reporter further clarified that the craniotome device was bent, the cord was ripped of the motor device, and the attachment device did not work. There were no delays to the surgical procedure as spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.